Event description:
Reporter indicated that a pt was having an increase in seizures. It is not known if the seizure increase is greater than pre-vns baseline levels. The reporter has declined to give any more info about the seizures but has stated that "there was no vns problems" and "her vns was fine-no battery or lead problem." A battery estimate performed with significant programming history yielded approximately 2.74 years of life remaining. Indicating the generator was likely not at end of service.